Manufacturer narrative:
This device used for treatment and not diagnosis. The device was analyzed for conformance to print specification as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we can conclude that the cause of failure is not due to any manufacturing non-conformances. We found that at one flat of the hexagon a fragment is missing and that all other flats are cracked. The device was manufactured in the year 1998, it is possible that continuous lateral stress during use in combination with wear and tear over the years caused this damage. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, it was noted that the 7.3mm cannulated screwdriver had a chip out of the end of it. This occurred at the start of the case. The device was swapped out for a device from another set and the operation was completed. This is report 1 of 1 for complaint (B)(4).